Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient had an "older pain pump" and it was still going off when they would go for an MRI. The patient would then have to go back to their hcp and have them "reset it". It was stated, "supposedly they increased the dose and it went dry, [the patient's friend] was like, if it was running out the alarm would've gone off." The medication in the pump was unknown.